Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station ed-blue drawer 6 was failed. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6)3 was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was failed. A field service engineer (fse) removed auxiliary drawer number six to proceed with the repair. The fse replaced the latch insert on the drawer after identifying that the magnet was missing, which was causing the issue. The system functioned as intended after the field service engineer repaired the device.